Manufacturer narrative:
An evaluation of the device cannot be performed. Neither the device nor additional information is available from the research facility. This is the same pt/event as MFR # 2249697-2009-00725.

Event description:
It was reported that, "the arthroplasty was revised due to loosening and decreased range of motion. The femoral and tibial components were revised. The components were implanted in situ for 13.1 y. The pt presented a ucla score of 2 three months prior to revision surgery and a maximum ucla score of 4 since implantation." Reported devices were implanted in 1995 and explanted in 2008.